Manufacturer narrative:
Additional information: (facility name, street 1, city, region and postal code). Device evaluation: the sample was received for evaluation and the reported event of cuff breakage was confirmed. Inflation/deflation testing was performed found the cuff deflated immediately. Visual inspection performed confirmed a cut in the cuff. Manufacturing controls are in place to detect air leaks and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the 13th day of use, air leaked between the tube and cuff connection. The customer reported that there was no patient harm.